Manufacturer narrative:
Nevro is awaiting for additional information in regard to the patient's prognosis. The device was not explanted.

Event description:
It was reported to nevro that a patient is experiencing swelling in the legs. Patient had intermittent swelling of lower limbs prior to the implant. Stimulation has been turned off. Follow up report indicate that swelling has decreased but patient's chronic pain has returned and patient is having additional tests to determine the cause of the swelling.

Manufacturer narrative:
Follow up report indicated that the physician could not determine any possible medical condition that can cause swelling and therefore suggested patient to have addition tests to determine the cause of swelling. The therapy continues to remains off. Nevro has reviewed patient's data and had determined that there is no indication of a potential device issue. The manufacturing records were reviewed and no nonconformities were found.